Event description:
Reported by the nursing staff that around 7:45 p.m. During resident personal care with 2 staff providing his care, the resident turned to the right side and the right side rail disengaged unexpectedly. The staff immediately braced and protected the resident from falling on the floor. The resident was slowly transferred to the floor in a sitting position. This is the first problem with this bed side rail disengaging. The bed was moved out of service and the pm shop was notified followed by a work order [engineering department]. Dates of use: (B)(6) 2011.